Event description:
The customer reported to olympus that while preparing for use, a e101 (temperature switch error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer advised that olympus brand main lamp was recently replaced. Tac verified with the customer the ventilation grills were free of debris on device. The customer was transferred to repairs for additional assistance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the internal temperature of the subject device increasing. Olympus will continue to monitor field performance for this device.